Manufacturer narrative:
Concomitant medical products: product ID: 5076-52 lead, implanted: (B)(6) 2020 ; product ID: 5867-3m crdm adaptor, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance, no capture and a fracture. The rv lead was turned off. No patient complications have been reported as a result of this event.